Manufacturer narrative:
H2/h3/h6: analysis was completed on the returned ups. The reported issue was unable to be confirmed. The ups arrived with no battery. A test battery was inserted and charged for at least six hours. It passed a load test with 7 minutes and 21 seconds. No problem was found. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field. The representative (rep) began troubleshooting over the phone and ordered an uninterruptible power supply (ups) and mvs power board. When the rep arrived onsite, the parts were late. The rep completed additional troubleshooting, verified that there was power from the mvs power board to the ups, but no power out of ups. There was a clicking noise from the ups which was found to be the fan on the back of the ups. The ups was replaced and the system checkout was completed. The system was performing as intended. The ups was returned however analysis has not been completed. Other relevant device(s) are: product ID: bi70000084, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues getting video and signal to the mobile viewing system's (mvs) monitor. It was noted that they were able to use the monitor for cases last week and for rad and gain calibrations. The mvs was able to power on, and they had a green line of power and a system on light. The imaging system was receiving power through the umbilical. Site had re-seeded all cables into the back of the monitor and also did a reboot of the system twice. Nothing resolved the issue. There was a patient was present, imaging was aborted and there was a delay of 15 minutes.